Event description:
It was reported that the ventilator stopped ventilating during patient treatment. There was no patient harm. (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The investigation of the reported stop of ventilation during patient treatment has been finalized. No malfunction could be verified during the on site investigation, no parts were replaced but the ventilator logs were extracted and returned for evaluation. This investigation consist of this log review. No stop of ventilation can be confirmed during the date of event, prior or after. At the reported date of event, the log shows that the ventilator was set to standby mode five times in total during ventilation. To prevent from setting the device accidentally to standby, safety measures are built-in. To set the device to standby, the standby button must first be pressed, when that is done, a dialog window appears on the screen, standby mode needs to be confirmed by the operator, either by pressing and confirming directly on the screen, or by using the control knobs to confirm the standby mode. The verified five times the ventilator was set to standby, have all been confirmed. The device logs do not contain any technical alarms that could indicate on a permanent device malfunction. No faults can be verified by the log evaluation. The cause of the reported stop of ventilation cannot be established nor confirmed.